Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth. Occlusal surface appeared adjusted and was not smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was a clear/milky hue. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the device was cleaned using an "ultrasonic" cleaner while using denture glo cleanser. Additionally, the patient was instructed to clean the device with toothpaste and a toothbrush. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the patient had itching on or around the lip area while wearing the astron clear splint. The device was delivered to the patient august 2021. The provider noted the device was first used in (B)(6) 2021 and it was used for three months. The device was discontinued in (B)(6) 2021 with the itching resolving a few days after the discontinuation of the device. There was no medical intervention was needed. There are no medical conditions noted. However, the provider notes "seasonal allergies." With regards to the device: the device was cleaned using an "ultrasonic" cleaner while using denture glo cleanser. The patient was instructed to clean the device with toothpaste and a toothbrush.